Event description:
The customer reported that during testing, the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" on initial startup. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data could not be downloaded; however, the platform and diagnostic service pc communicated, and ap vision 3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was a defective processor board (pca), likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in january 2015 and is over 11 years old. The archive data could not be downloaded because the backup memory (non-volatile ram) parameters had been corrupted due to the defective processor board. The autopulse platform failed initial functional testing because it displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Technical investigation identified the defective processor board as the cause, and it will be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).